Event description:
It was reported that the customer's case broke near the battery. The battery threads were also broken. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Pump received with cracked display window corners, battery tube threads, reservoir tube lip, and minor scratched display window.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.